Manufacturer narrative:
(B)(4). This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the physician he was deploying a smart 120/150, biliary - 6x150 and he stated that the stent became stuck and wouldn't deploy correctly. He stated that he had a 6f sheath, .035 wire in place. He had to forcefully remove the stent and it "broke off". He then had to snare the "broken off" section. He stated that there was no harm to the patient. The device will not be returned for analysis. Additional information has been requested.

Manufacturer narrative:
Sections have been updated. A review of the manufacturing documentation associated with this lot 17695849 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the physician he was deploying a smart 120/150, biliary - 6x150 and he stated that the stent became stuck and wouldn't deploy correctly. He stated that he had a 6f sheath, .035 wire in place. He had to forcefully remove the stent and it "broke off". He then had to snare the "broken off" section. He stated that there was no harm to the patient. The device will be returned for analysis. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The intended procedure/target lesion was the superficial femoral artery chronic total occlusion (sfa/cto). The lesion was calcified but there was no vessel tortuosity. The percentage of stenosis was more than 90%, however was predicated first with balloon. The device was used for a chronic total occlusion (total occlusion >3 months). There was no resistance met while advancing the device. Resistance was met when deploying stent. The product was removed intact (in one piece) from the patient. There was no injury to patient, just prolonged case. Additional information has been requested.

Manufacturer narrative:
The following sections have been updated accordingly. This report was determined to be duplicate report to MFR number 9616099-2018-02063. That was previously submitted. Any subsequent additional information received will be captured under the MFR number 9616099-2018-02063.